Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and the documentation indicated the product met release criteria. The root cause has not been identified. No other complaints for lot. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that following an intraocular lens (iol) implant procedure, the fixation of the implanted iol was unstable after surgery. Because of poor postoperative result after the surgery, the iol was explanted and another iol model was implanted at a different axis. The postoperative results were good following the secondary procedure. The sample is not available for return. There are two medical device reports associated with this patient. This report is associated with second eye. No further information is expected.